Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated a revision surgery was done approximately one and half years ago. The patient came back to the surgeon and was still in pain. The surgeon ordered an MRI/revision of her lumbar spine. Studies revealed a non union as well as, a broken screw at s1. The surgeon attempted to remove the faulty hardware and replace it but was unsuccessful the trays did not have the proper tools to remove the implant. The surgeon was not satisfied with the post operative x-ray.